Manufacturer narrative:
Bayer service visited the customer site and performed a stellant injector checkout. The system was found to perform to specifications. The disposables used in the reported occurrence are not available for return. In addition, lot number information was not provided; therefore testing of retained samples is unable to be performed. A bayer clinical support specialist has provided additional training to the customer.

Event description:
We received the following information from the customer: a (B)(6) year old patient underwent a CT scan for pulmonary embolism suffered an extravasation of 30 cc's of contrast to the left forearm while attached to a stellant injector system. The patient required surgical debridement of the wound. The customer reported that the patient received a follow up evaluation and is reported to be doing well.